Event description:
Merit medical prelude snap peel-away introducer sheath's clear diaphragm at the distal end. The diaphragm split into 2 pieces as peeled apart (and designed to) however one half of the diaphragm disengaged from 1 half of the sheath and the disengaged piece landed in the open pacemaker pocket. It has happened with 4 devices, all the same product but different lot numbers and different fr sizes.